Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Patient was revised to address possible infection. Tibial loosening at the bone/cement interface was also reported. Depuy cement (x2) was used.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations for the attune products. The retained samples for smartset ghv pc:545035500, lot:3612518 were tested for dough time, setting time, handling characteristics and mechanical properties. The fmea and IFU have both been reviewed. Implant loosening is a known risk with the use of bone cements and the risk is highlighted in both documents. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.